Manufacturer narrative:
(B)(4). The two rx xience prime 3.5 x 38 mm stents and the rx xience prime 4.0 x 33 mm stent mentioned are being filed under separate manufacturer report numbers. The procedure was completed with the implantation of two xience v stents and two non-abbott stents. There were no reported adverse patient effects or delay in procedure. No additional information was provided. Guide cath: medtronic extra backup, guideliner al.75 guide mdt. Against resistance. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and resistance/difficulty removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v/xience nano everolimus eluting coronary stent system instructions for use states: resistance may indicate a problem and the use of excessive force may result in damage or dislodgement. It is likely that the shaft became kinked/bent as a result of inadvertent mishandling during the procedural attempts to advance/cross the lesion and subsequent application of force contributed to the shaft separation. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Reportedly, the procedure was to treat the full right coronary artery (rca) described as total occlusion with heavy calcification and heavy tortuosity. A non-abbott rotablator was used, ballooning was performed and a non-abbott guiding catheter extension was used. The physician tried numerous stents. A 3.5 x 38 mm xience prime stent delivery system was advanced into the distal rca. The xience prime was unable to cross to the target lesion, force was applied and the proximal shaft of the device separated into two segments. There were no difficulties removing the separated segments of the device from the anatomy although some resistance was noted during withdrawal. The same thing happened with a 4.0 x 12 mm xience v stent delivery system; the device was unable to cross to the target lesion, force was applied and the proximal shaft separated into two segments. The separated segments were removed from the anatomy without difficulty although some resistance was noted during withdrawal. During use of another 3.5 x 38 mm xience prime stent delivery system and a 4.0 x 33 mm xience prime stent delivery system, the devices were advanced through a non-abbott guiding catheter; however, resistance was felt with the guiding catheter and the devices could not be advanced further. Both devices were able to be removed from the guiding catheter without difficulty although some resistance was noted during withdrawal; however, upon removal from the anatomy, the stent of each device was noted to be damaged. It is unknown if the same guide catheter was used.